Event description:
User facility report received reporting that the syringe pump failed to function while epinephrine drip was infusing at a rate of 0.04 mcg/kg/min. The patient's blood pressure became unstable during the transition to a new pump with subsequent hypertension. It is unknown what interventions were required.

Manufacturer narrative:
(B)(4). The pump will not be returned to baxter for evaluation. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history review was performed and no abnormality was noted. The reported non-delivery could not be confirmed, reproduced, and the cause could not be determined because the device was not returned for evaluation.